Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within its specifications. The clinical specificity for individual donation testing, as stated in the cobas mpx instructions for use (IFU), is 99.95% (95% ci: 99.88% to 99.98%). The initial reactive result with a cycle threshold (CT) value of 40.15 could not be confirmed upon retesting. Possible causes include non-specific amplification or sample contamination. Non-specific amplification is consistent with the late CT value observed, and sample contamination cannot be excluded as the follow-up tests were performed on different sample materials. No product issue was identified, and no harm was reported. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false positive result with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The initial test of the sample in question (ID (B)(6)) was conducted on (B)(6) 2023 using an edta tube. The cobas mpx assay generated a reactive result with a cycle threshold (CT) value of 40.15. A retest of the same sample (from the donation blood bag) was performed on (B)(6) 2023 using the cobas mpx assay, which generated a non-reactive result. A new test of the donor associated with the sample ID (B)(6) was conducted on (B)(6) 2023 using a new blood collection. The cobas mpx assay again generated a non-reactive result. The associated serology results for this donor were negative.